Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to the receiver not turning on. The log was downloaded and reviewed after replacing the battery with a good known battery , and no errors related to the complaint were found. The receiver case was opened, and an internal visual inspection was performed and failed due to a damaged battery. Confirmation of the complaint was undetermined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.